Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "constant pain", capsular contracture, baker grade unknown, and "concern with the product." Additionally, patient reported "crease/folding of implant." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient, later reported, right side "bleeding implant".

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Crease folding of implant: no observed, creases on the device. Gel bleed: no observed, gel bleed on the device. Additional observations: red particles observed, on the surface of the device. No further actions are required, as no manufacturing issues are observed. Clarification to d.9: returned to mfg on. The device has not been returned.

Event description:
Healthcare professional reported "crease/folding of implant." Later reported "bilat hard capsules and bleeding implants" and baker grade IV.